Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that an unspecified pump alarm was not working. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. There was no allegation of an adverse event with this complaint. This complaint is being reported based on the allegation of a non-specific pump malfunction.

Manufacturer narrative:
Device evaluation: the transmitter has been returned and evaluated by product analysis on 07/12/2017 with the following findings: a review of the black box history revealed no activity related to the event. During investigation, the pump powered on normally. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring.